Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 560 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. The customer was treated with intravenous saline and insulin, and manual insulin injections were administered to address bg level. The customer was released on the same day with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.